Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was black out on the screen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck with black screen. A technical support specialist confirmed that the issue was resolved earlier by a technician. The system functioned as intended after the technician resolved the issue.